Event description:
Co became aware of an incident involving a 16 yr old dental chair. Based on info provided, it appears that a pt was exiting the chair after a dental procedure and the chairs arm rest that he was using for support was loose and chairs arm rest that he was using for support was loose and rotated, allegedly causing the pt to fall. At this time, no other info is being provided other than the pt bringing a lawsuit against the dr based on alleged injuries sustained during the incident.